Manufacturer narrative:
This report was reported under incorrect registration number, please refer to (9610816-2026-100022) for further information regarding this complaint.

Manufacturer narrative:
A philips key account manager recalls while performing device inventory for the hospital on (B)(6) 2025 on (B)(6), when a nurse reported a few minutes before his onsite arrival a patient expired at (7:15am) while being monitored on the unit. The nurse recalled the patient desaturated to 30 but no alarm was annunciated. The patient was in tisch 14-30, on bed 1. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate an alarm for an oxygen desaturation of 30% and the patient passed away. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in use on a patient at the time of the event.